Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the product and lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No information was found during the search. No device history record (DHR) review was performed since the lot number is unknown and no information from the customer is available. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) called reported that a fluid leak (unspecified date) was noticed when opening the cassette door. The rn stated that they were not near the cycler when the messages or the fluid leak occurred therefore no further information was provided or obtained. The rn was advised to discontinue use of the cycler and a new cycler was issued. It was reported an alternate treatment option was available since the clinic has another cycler. A scheduled return was issued to return the cycler for to the manufacturer for evaluation. Additional information was requested but to date, has not been provided.